Manufacturer narrative:
Analysis confirmed normal battery depletion. Electrocautery marks were noted on the device can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented to the clinic with an erratic pulse. The pulse generator exhibited backup vvi operation. The device was at elective replacement indicator. The device was explanted and replaced on (B)(6) 2013.